Event description:
Allegedly, surgeon used the straight plate with locking drill guides with success with purchase on 2 holes and then the third giving us the problem. The screw head was not getting any purchase into the threads of the plate, therefore, spinning in the plate. It resulted in us taking the plate out and putting in a tubular plate from our system. In all, it took about 45 minutes of added or time to rectify.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00930.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).